Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump was emitting a double beep sound without a cassette. The product problem was observed during testing. There was no patient involvement.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition, but a scratched screen was noted. Upon review of the event history log of the device, no evidence of the reported complaint noted. Upon power up, the device started double beeping. Downstream sensor was then replaced. Problem source has been determined to be unknown.